Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported): 42500606802, persona femoral sz 10 rt- cemented, lot #: 63629202. 42532007902, persona tibia 5 sz g rt- cemented, lot #: 63621645. 42557000114, persona tibial stem extension 14mm +30mm- cemented, lot #: 63693052. 42540000038, all poly patella sz 38x9.9mm- cemented, lot #: 63689686. 42521401012, persona articular surface fixed bearing (ps) right 12mm, lot #: 63379063. This event was previously reported under a different manufacturer number see MDR: 0001822565-2024-01274.

Event description:
It was reported a patient began to experience pain, warmth, effusion, and decreased range of motion about three years two months post implantation and an aspiration of the synovial fluid was completed. Three days later the patient underwent an I&d, with poly exchange, for a periprosthetic infection without complication. After completing IV and oral antibiotics, the patient began to experience pain, swelling, limited range of motion, and difficulty ambulating. Eight months after the I&d, an aspiration was completed and the culture results indicated an ongoing infection related to staph epidermitis. Subsequently, the patient underwent the first stage of a two stage revision where all implants were removed and a temporary spacer was implanted. Approximately two months later, the patient underwent the second stage revision where moderate osteolysis was noted around the tibial and femoral components that was consistent with the previous infection/explantation and a revision knee system was implanted without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. It was reported that a patient required a two-stage revision due to recurrent infection which also caused pain, range of motion loss, and bone loss/breakdown (osteolysis). During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.